Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon review, the physician alleged that the right atrial lead was dislodged. During a repositioning procedure, the helix of the lead was unable to extend. The physician explanted and replaced the lead. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece measuring 45.5 cm with the helix extended and clogged with blood/tissue. Visual examination found procedural damage. X-ray examination found the inner coil near the connector to be over-torqued due to procedural damage. Electrical testing did not find any conductor fractures or internal shorts. After cleaning and applying torque directly, the helix could retract and extend within specification. The reported events of dislodgement and helix could not extend were not confirmed.